Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("due to breakage of the essure device") in a female patient who had essure inserted (lot no. C68795). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), device dislocation ("a piece of the device is now in her peritoneum, with no possibility of being removed") and allergy to metals ("she is allergic to one of its components (nickel)"). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered allergy to metals, device breakage and device dislocation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Due to breakage of the essure device [device breakage] a piece of the device is now in her peritoneum, with no possibility of being removed [device dislocation into abdominal cavity]. She is allergic to one of its components (nickel) [nickel allergy] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("due to breakage of the essure device") in a female patient who had essure inserted (lot no. C68795). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. The duration of use was reported as 00y00m00d. On unknown date she experienced device breakage (seriousness criterion medically important), device dislocation ("a piece of the device is now in her peritoneum, with no possibility of being removed") and allergy to metals ("she is allergic to one of its components (nickel)"). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered allergy to metals, device breakage and device dislocation to be related to essure administration. Lot number: c68795 manufacture date: 2005-02 expiration date: 2008-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: upon receipt of follow up argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to mark for nullification. All source documents, references & all other relevant information been transferred to retention case. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("due to breakage of the essure device") in a female patient who had essure inserted (lot no. C68795). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), device dislocation ("a piece of the device is now in her peritoneum, with no possibility of being removed") and allergy to metals ("she is allergic to one of its components (nickel)"). At the time of the report, the outcomes for device breakage and device dislocation were unknown. The reporter considered allergy to metals, device breakage and device dislocation to be related to essure administration. Lot number: c68795; manufacture date: 2005-02; expiration date: 2008-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.